Event description:
Pt reported to us on (B)(6) 2023 that one of their elastomeric pump devices, "easypump ii st 250-1, 5-s-us" was leaking and was now completely empty. Pt was unable to provide the lot number of the affected elastomeric pump. A product incident report was filed with b. Braun and the incident number is (B)(4).